Event description:
Ous MDR - after an implantation time of about 21 months, it was reported that the ICD could not be interrogated. No deterioration of the pt's state of health was reported. The ICD and the lead were explanted.

Manufacturer narrative:
Ous MDR.